Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic inflammatory disease ("pid") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hydrosalpinx, tonsillectomy, arthralgia, dysthymia, dyspareunia, pelvic pain female, bacterial infection, uti and overweight. Previously administered products included: sumatriptan for migraine, morphine for vomiting and ampicillin. The patient had a family history of ovarian cancer. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.643 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology report: specimen: uterus - uterus,cervix, bilateral fallopian tubes pre-operative diagnosis/post-operative diagnosis: hydrosalpinx, pelvic pain. Diagnosis: hysterectomy and bilateral salpingectomy: uterus: endometrial polyp. Secretory endometrium. Cervix: no specific pathological change. Bilateral fallopian tubes: suggestive of hydrosalpinx. Gross examination: in the proximal portion of bilateral salpingectomy a spiral metal thread was inserted in the uterine cavity into the proximal part of the fallopian tube, respectively, probably due to a previous contraceptive procedure. [Ultrasound scan] on (B)(6) 2016: examination: kub. 1 view. Indication/history: pelvic pain in female; essure stents are present in the left and right pelvis. Impression: no acute finding demonstrated. Mild constipation; on (B)(6) 2016: impression: there is now fluid within the right fallopian tube. Within the fluid, there appears to be a metallic structure which could potentially represent the patients stated essure coil. No definite fluid is identified within the left fallopian tube, and no metallic structure is identified within the left fallopian tube. There is focal hypoechoic thickening at the fundal aspect of the endometrium with no definite abnormal flow. This may potentially represent polyp or focal endometrial hyperplasia, endometrial carcinoma is included in the differential diagnosis although is much less likely. There is a small amount of anechoic cul-de-sac fluid. Probable right ovarian corpus luteal cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease (10034254). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Indication added. Non drug treatment updated. Event pelvic inflammatory disease added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.